Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 576 mg/dl at the time of incident. Customer treated with insulin pump. The customer also report the both the ram and flash copies of current user settings are corrupt alarm. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm compromised force sensor system alarm due to motor error alarm.